Event description:
A (B)(6) female with obstetric trauma was implanted with an acticon device on (B)(6) 2006. On (B)(6) 2010, the 11.0 cm cuff was removed and replaced with a 10.0 cm cuff due to "cuff defect-fluid loss." No further information provided.

Manufacturer narrative:
Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time. Ams has requested the return of the explanted device. Should additional information become available regarding this revision surgery it will be re-evaluated and a follow-up report will be sent. The event is captured in our labeling as a foreseeable event.